Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Troubleshooting was performed and it was determined that the occlusion occurred at the cartridge level. Additionally it was reported that there was a piece of white septum in the syringe. Customer¿s blood glucose was 250 mg/dl. Reportedly, the customer replaced the cartridge and continued insulin therapy.